Manufacturer narrative:
The tech replaced the side rail latch shoulder screw, ratchet rivets and zero transfer stops to resolve the issue.

Event description:
The account alleged that the side rail would not latch. No pt impact.